Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) keeps cycling itself.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) keeps cycling itself. No patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated that unit would not complete start up process. Fse inspected the unit and found that it would not accept reinstallation of the software so he replaced the executive processor pcb and installed the b.17 sw and calibrated the unit. At the same time, he found that the display bezel and hinges were broken so he replaced bezel, upper display, bezel, lower display, label, upper inside badge, label ID, display, upper hinge cover,hinge, display, right and completed the repair. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.